Event description:
The procedure was for embolic coiling of a coritid cavernous fistula. There was some friction when placing the coils due to vessel tortuosity. One coil, after a multiple manipulation attempts, deparated at the detachment zone. Part of the coil remained in the parent vessel and attempts to retrieve the coil were unsuccessful. Further access was blocked by the coil. The pt was placed on anti-platelets and will have further procedure to treat the ccf.